Event description:
It was reported that the patients lead had migrated and had a burning sensation on the spine and experienced overstimulation. The patient also experienced inadequate stimulation, and the battery site was uncomfortable. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 510136. UDI: (B)(4).